Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other reports in this lot of product. Add'l info was requested on 10/01/2007 by mail and by fax and on 10/02/2007, 10/09/2007 and 10/10/2007 by phone. Add'l info including the questionnaire and the patient's records were received.

Event description:
A consumer reported noticing some visual disturbances following intraocular lens (iol) implant surgery. The visual disturbances include a shadow from the center out to the temporal side of her vision in her left eye only and a dark ring with symbols on it that moves with the eye in both eyes. She also reported seeing something that looks like a mini butterfly. She stated that when she looks in a mirror she sees a small bright light in her pupils in both eyes. She can also see 5 rings around one light. She reports being nauseous and has had a change in her appetite. Add'l info received from the physician. He stated the patient has had scotoma and vitreous detachments in both eyes (ou). He also recommended the patient have a neuro-ophthalmology consult. This is one of two reports being filed for this patient: medwatch 1119421-2007-00432 (od - right eye), medwatch 1119421-2007-00433 (os - left eye).